Event description:
It was reported that the defibrillator was implanted to eliminate the t-wave oversensing (twos) algorithm of the ventricular lead. The device was unable to eliminate the algorithm and had loss of pacing. The device was explanted and was replaced with a competitor product. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary #(B)(4). The actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted no anomalies were found. A 5076-52 implantable pacing lead, (B)(6) 2012. A 429688 implantable pacing lead, (B)(6) 2012. Unknown competitor implantable tachy lead, (B)(6) 2012. (B)(4).